Event description:
Disposable cautery device of vasoview hemopro 2 would not cauterize. All connections were checked, non-disposable cauterycord was replaced and cautery still did not work. Disposable unit was replaced and new device cauterized as it should have.